Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error twice a day for the last week during bolus and basal process. The blood glucose reading was 8.7 mmol/l. No significant events leading to the alarm were observed. The customer's mother stated that the device had neither been dropped nor bumped. The customer stated that she was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The motor passed the motor test. No motor error alarms were noted during testing. The insulin pump had minor scratches on the display window, cracked reservoir tube lip and a cracked belt clip slot.